Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: lot number was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information at the time of this report.

Event description:
It was reported that when attempting to place the abutment in the patient's mouth, the abutment would not engage with the implant, it kept spinning. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information was received. The implant was not removed and a new abutment was placed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received one (1) teeha553, (tsv bellatek encode emergence healing abutment 5.7mm(d) 5.7mm(p) 3mm(h)) for evaluation. A visual evaluation and a functional test was performed, the abutment had signs of use. The abutment measurements matched prints. The connection type of the teeha553 is intended for zimmer implants only. The abutment seated correctly with an in-house zimmer implant as intended. DHR review was completed for the subject lot number 1258238. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258238 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing labeling or the clinician placed a healing abutment and screw in a patient with patient factors incompatible with proper soft tissue healing (e.g. Poor patient hygiene, periodontal issues, pre-existing medical conditions). However, during product evaluation it was confirmed that the abutment seated with a zimmer implant as intended. Therefore, based on the available information, device malfunction did not occur. The customer used a zimmer abutment with a biomet implant. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.